Event description:
As reported, the deployment button of the 6f exoseal vascular closure device (vcd) could not be pressed. The device was removed from the body, the deployment button had to be pressed with all possible force using both hands before it could finally be pushed. Manual compression was used for hemostasis. There was no reported injury to the patient. The device was used as usual and the visual indicator window changed to black-black. It was used as usual, and although the color of the visual indicator changed to black-black. Additional information and device return was requested; however, neither were obtained after multiple attempts made.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.